Manufacturer narrative:
The returned device was evaluated and found the cannula assembly fully deployed with the needle completely retracted. No issues were observed that would result in an early needle deployment. The reported event could not be determined. An 0x12 hazard alarm was generated by the device indicating a reset caused by low voltage. No batteries were found to have insufficient voltage. The exact cause of the hazard alarm could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports when applying a pod at the infusion site (upper thigh) the cannula deployed but she got an alarm to deactivate the pod. The patient reports also that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patients reported blood glucose level was between 64 and 72 mg/dl then later on it was 279 mg/dl. The pod was not worn and the patient applied a new pod.